Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer's blood glucose was 553 mg/dl. During troubleshooting, insulin delivered with reservoir change. It was found that insulin pump did not update with daylights savings time. Customer was assisted with setting time. Products would be replaced.